Event description:
The customer reported that the monitor fell. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the pt monitor fell to the ground. Risk analysis - this is being considered an unexpected fall of the device. There is no indication of any device malfunction that could cause the monitor to fall. However, in an abundance of caution, we will report this incident as the exact circumstances of this fall is unk and an unexpected monitor fall could lead to pt injury/harm. No pt incident was noted. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.